Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the seal cap. They were able to complete the procedure with the same trocars. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment difficulty was encountered halfway through deployment. Additional pressure was applied enabling completion of the thumb advancer deployment. After deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports which released the device from the pt anatomy. When the device was removed, hemostasis was achieved, and the clip was deployed in the intended location in the vessel. There were no reported adverse patient effects. Though requested, no additional information was provided.